Manufacturer narrative:
Inratio precision data provided by end-user lot 060583: first test inr = 0.9, second test inr = 1.9, third inr = 2.0, mean = 1.6; sd = 0.61; %cv = 38.0%. The %cv is greater than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time.

Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr = 0.9, second test inr = 1.9, third inr = 2.0.